Event description:
This was reported as a venotomy closure of the left common femoral vein with a prostyle device after an endovascular therapy (evt) procedure using an 8f sheath. Reportedly, there was difficulty inserting the device in the access site. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not identify any similar incidents for this lot. The investigation was unable to determine a conclusive cause for the reported difficult to insert in patient anatomy. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.